Manufacturer narrative:
Supplemental submitted with evaluation results. A visual and functional inspection was allegedly performed by (B)(4) medical system.

Event description:
It was reported that the bed fowler was not functional due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed fowler was not functional due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.